Event description:
It was reported that during a sleeve gastrectomy the surgeon faced troubles during the stapling with the device and reload. The patient developed a fistula. The patient required revision surgery.

Manufacturer narrative:
(B)(4). Event date: only event year known: 2022. Batch # 601a34. Additional information: during the procedure, the customers used two lot of staplers gst60d lot n° 750a72 and gst60g lot n° 601a34. The surgeon used echelon powered + (plee60a) for years. A manufacturing record evaluation was performed for the finished batch number, and no non-conformances /manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please provide the product code for the stapler used on this procedure? What color cartridge used throughout creation of the sleeve? Was any buttressing material used? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Where was the leak? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Remedial actn initiated othr type 2nd.

Manufacturer narrative:
(B)(4). Date sent: 9/13/2022. Additional information: he respect all our advice concerning pre-compression and he isn't sure that fistula came from our products. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g reload was received sterile and with no apparent damage. The returned reload was opened and tested with a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the reload was performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.